Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 105mg/dl vs. 80 lab. Tests were done with 10 minutes with a difference of 25mg/dl. Patient did not experience any adverse events. No further information has been reported.